Event description:
On (B)(6) 2025, the user reported bluetooth connectivity issues between the ilet and dexcom g7 sensor. After troubleshooting, the sensor reconnected, and the user confirmed a high bg of 425 mg/dl, verified by fingerstick and calibration. Blood glucose was corrected after reconnection. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.